Manufacturer narrative:
During the requested site visit, the field service representative replaced the tubing, peristaltic head (rohs) and seal, water line syringe. The fsr also cleaned the fitting in the waste pump, external for cc instruments, grey (part number 09d61-03-225) as it was found to be completely clogged. Return testing was not completed as returns were not available. A review of service history for the architect c4000, serial number (B)(6), verifies no subsequent issues have been reported. No contributing factors in the month prior and subsequent to the current complaint for falsely depressed results was identified regarding the waste pump, external for cc instruments. A search 12-month for similar complaints for the waste pump found no additional complaints and no trends were identified associated with the discrepant result issue described in this complaint. A review of the architect c4000 platform identified no similar issues and no trends. The architect system operations manual contains adequate information for troubleshooting the observed issue. Based on the investigation no product deficiency was identified for the architect, sn (B)(6) or the waste pump, external for cc instruments, grey (part number 09d61-03-225).

Manufacturer narrative:
Patient identifier: multiple = (B)(6). There is no further patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) results on two patients generated on their architect analyzer. The results provided were: sid (B)(6) lab architect = 115mmol/l (normal range 136-145mmol/l)/ retested with ER architect = 123.5 / redraw and tested in ER = 140mmol/l; sid (B)(6) lab arch = 113.6 / retest in ER = 123.9 / redraw and tested in ER = 140mmol/l. There was no reported impact to patient management.